Event description:
Initially, the complaint was reported by the field service representative (fsr), while performing preventative maintenance, he discovered a tag on the roller pump which stated "pump is dead, no power." After further diligence and information received, this reportedly happened last week on thursday or friday during setup, the perfusionist (ccp), booted up system 1 and the roller pump did not come on. The ccp removed the roller pump and tried it on another base with the same result; no power... The display did not come on. The ccp installed a spare roller pump in its' place. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) duplicated and confirmed the reported issue. The cause of no display was that the planar display panel has a shorted q210 transistor. The keypad and speed controls remain functional. The pst installed the device under test (dut) display assembly onto pump platter and powered on. The display did not come on as normal but remained completely dark. The start/stop button was pressed and the speed knob increased to begin pump rotation. The keypad and speed knob remained functional, the display was never visible. This corroborates the reported complaint of "no power". The display remained dark, appearing as no power-up of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr), tested the roller pump, the roller pump is working except for the display. The fsr downloaded the system log and power manager log from system for further evaluation by the manufacturer. The fsr installed a new display assembly and tested operation satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.